Event description:
A customer reported a complaint of high readings on their blood glucose monitoring system. A reading of 48mg/dl was obtained compared to a laboratory reading of 130mg/dl. The readings were taken within a ten minute timeframe. When plotted against each other on a parkes error grid the readings fall in the "d" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Product has been requested back for investigation.